Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. Moreover, a new rv lead was placed. No adverse patient effects were reported.